Event description:
It was reported to medtronic neurosurgery that during the operation it was found that the valve or catheter was occluded.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the patient was reported.